Manufacturer narrative:
There was no pt injury reported. The product will not be returned for analysis because the product was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product the event reported by the customer cannot be confirmed. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. The device was withdrawn back through the guiding catheter after it failed to cross the target site. Per the IFU, "do not attempt to pull an unexpanded stent back through the guiding catheter. Remove as a single unit per instructions." This event is likely related to user handling, specifically pulling the stent back into the launcher 3.5 ebu guiding catheter.

Event description:
The pt was a (B)(6) female. The target lesion was the proximal lcx. It is unk if the lesion was a de novo, but was heavily calcified, highly tortuous and severely flexed. (B)(4). A guiding catheter (launcher 6f ebu3.5) was engaged to the target vessel. Cypher (2.5/18mm) was delivered to the target lesion, but the cypher did not cross the target lesion due to the severe flexion and clarification. Eventually, the physician stopped using the cypher. Therefore, a different stent (endeavor) was implanted at the target lesion, and the procedure was finished successfully. The stent was flared at the proximal end during withdrawal of the cypher through the guiding catheter. There was no pt injury reported. The product will not be returned for analysis because the product was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use.